Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device had 240.4150.0 error code. The fluid side pressure sensor was replaced, which cleared the error code. Preventive maintenance was performed. The device passed all tests and it was returned to service. There was no patient involvement. Although requested, no further information was made available to date.